Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly the pump had no power and there was moisture/corrosion in the battery compartment. The reported denied any physical damage to the battery compartment and battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: a review of the black box indicated consecutive call service 052 alarms had occurred on (B)(6) 2016. There was one unexplained reboot observed on (B)(6) 2016. The returned battery cap was able to secure and maintain electrical connection. The battery cap was unscrewed a half turn with no reboots occurring. There was evidence of moisture corrosion visible in the display screen. Leak testing revealed a battery compartment leak. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no power issues occurring. The complaint of a power issue could not be duplicated on investigation. The pump cover was removed and moisture corrosion was found on multiple internal pump components. (B)(4).